Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and one battery were returned for evaluation. One battery with an unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the manufacturing documentation of the returned battery confirmed that the associated device met all requirements for release. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, ID, or cycle count. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller¿s front panel light emitter diode (led) indicators did not illuminate while connected to batteries. Functional testing also revealed that the controller was unable to communicate with external batteries on power ports, resulting in critical battery alarms. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries and connected to the real time clock circuit was damaged. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger critical battery alarms. The controller can still accept power from a power source. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that battery was unable to charge but provided power to the test controller. Supplemental testing revealed that a wire was not connected to the printed circuit board (pcb), which prevented the battery from charging. After soldering the wire to the pcb, the battery performed as intended. As a result, the reported events were confirmed. Based on the analysis performed, the most likely root cause of the reported "battery not charging" event can be attributed to a wire that disconnected from the pcb, likely due to improper wire stripping during assembly. Based on the available information, the most likely root cause of the reported critical battery alarms, display error and real time clock error events can be attributed to the damaged diode and integrated circuit on the communication line, which can likely be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6), d10: yes, return date: 25-august-2020, h3: yes> dev rtn to MFR? Yes, h6: FDA method code(s): 10, 3331, h6: FDA results code(s): 170, h6: FDA conclusion code(s): 23, d1: heartware ventricular assist system ¿ battery, d4: serial#: unknown, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: crtd implanted on: (B)(6) 2015 additional products: heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-mar-2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 04-mar-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery, model #: unk, catalog #: unk, expiration date: unk, serial #: unk, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited critical battery alarms despite having two batteries connected with 50% or more charge capacity and both of the controller's battery indicator lights would not light up despite attempting multiple power sources. It was also reported that the controller's date was incorrect. The controller and one battery were exchanged, and the other battery remains in use. No patient complications have been reported as a result of this event.